Event description:
It was reported that the pk dissecting forceps instrument was not grasping. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one bent grip, causing side to side misalignment of the grips. The is a .050" offset at the tips. The bent grips has separation of the yaw pulley and conductor cap at the glue joint, indicating overloading at the tip. Engineering also observed a 5.5" long section with material removed around the distal end of the main tube, extending from the intersection with the proximal clevis. Based on the location and appearance, the damage was most likely caused by a cannula accessory. Deep scratches were also observed which may have been cause by instrument collisions. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.